Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with reported lot # were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter claimed the pt had elevated blood glucose as high as 300 mg/dl while using the insulin cartridge with the recall lot #b201576. The pt did not develop any symptoms and did not require any medical intervention as a result of the alleged issue. This complaint is being reported as a malfunction due to the alleged recall lot # involved.